Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hemoptysis during the hf sensor implant procedure. No additional information available at this time.

Event description:
Additional information received identified the patient was admitted with hemoptysis. CT angiogram demonstrated ground glass right pulmonary infiltrate. There is no evidence for pulmonary embolism. Hemoptysis and wedges-shaped infiltrate are felt to be due to bleeding as a result of the cardiomems device procedure. The patient was treated conservatively which improved the condition. Further follow up revealed few days later the patient had another episode of hemoptysis. Patient was treated conservatively for possible small pulmonary infarct. Patient is stable. The patient is under observation.

Event description:
Additional information received identified the issue has resolved over time. No alleged interventions were taken.